Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was completely stopped working. Customer¿s blood glucose level was 256 mg/dl at the time of incident and 121 mg/dl. Customer stated that the blank display on the screen. Customer also reported that the crack at top corner above the screen. Troubleshooting was performed for blank display. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.